Manufacturer narrative:
Sc-2218-50 (B)(6). The returned lead was analyzed and impedance check revealed high values on some contacts. Visual and x ray inspection showed four cables were completely broken at the kinked location of the lead. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appeared that the lead was exposed to an excessive mechanical force or movement causing the cable fractured at the anchor point. With all the available information, boston scientific concludes the reported event was confirmed. Therefore the probable cause was traced to component failure. Sc-2218-50 (B)(6). The returned lead was analyzed. Visual and x ray inspection showed two cables were completely broken at the kinked location of the lead. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appeared that the lead was exposed to an excessive mechanical force or movement causing the cable fractured at the anchor point. With all the available information, boston scientific concludes the reported event was confirmed. Therefore the probable cause was traced to component failure.

Event description:
It was reported that the patients leads had high impedances. It was noted that the right lead produces pain pressure on the back and undersired sensations on a non target area. The patient was also experiencing inadequate stimulation on the leg. Database analysis revealed no anomalies. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. Explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16944312.

Event description:
It was reported that the patients leads had high impedances. It was noted that the right lead produces pain pressure on the back and undesired sensations on a non targeted area. The patient was also experiencing inadequate stimulation on the leg. Database analysis revealed no anomalies. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. Explanted leads will be returned.